Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es result for a known troponin free sample (hsdb result = 0.186 ng/ml vs. Expected result < 0.012 ng/ml) while using the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the event were to recur undetected with patient samples. Patient samples were not known to have been affected. There was no report of harm to patients as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es result was obtained for a known troponin free sample while using the vitros eciq analyzer. An ocd field engineer performed service actions to the reagent metering and well wash subsystems. Performance testing demonstrated that the vitros eciq analyzer was returned to expected operation following service. The assignable cause of the event is an instrument related issue. There is no evidence that the vitros trop I es reagent had malfunctioned.